Manufacturer narrative:
Sections d4 and h4: updated manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained data spanning 11 days ((B)(6) 2024 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2024 from 11:49:30 to 11:49:34 and on (B)(6) 2024 from 20:43:34 to 20:43:55 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The reported event was determined to be due to the mpu ac power cord being disconnected from the wall outlet, per the provided information. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number and serial number in d4 are reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed a no external power alarm and multiple other associated alarm types on (B)(6) 2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu had a v-lock connector on the ac power cord. The ac power cord came loose at the wall. The mpu remained in use.